Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump memory error occurred when updating the pump out of shelf state. The pump was still in the box. The pump was again interrogated and the catheter information and infusion date were missing. The pump was in stopped mode. The caller was able to update the pump again successfully and everything updated as expected. The cause of the error was unknown. No patient symptoms were reported. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)